Event description:
It was reported the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed mid left anterior descending artery. A 3.0 x 12 mm rx trek was used for pre-dilatation, however, the balloon ruptured during the first inflation at 12 atmospheres. A new 3.0 x 12 mm rx trek was used for pre-dilatation and the procedure was completed after placing a stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.